Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm otw peripheral cutting balloon was advanced for dilatation. During the initial inflation at 4 atmospheres for a few seconds, the balloon burst. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the product status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm otw peripheral cutting balloon was advanced for dilatation. During the initial inflation at 4 atmospheres for a few seconds, the balloon burst. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: upon receipt at our post market quality assurance laboratory, this pcb 2cm device was examined. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. The balloon and inflation lumen had solidified blood within them which is evidence of a device leak. A leak test could not be carried out due to the presence of solidified blood within the device; therefore, the device leak cannot be confirmed. An examination of the tip, shaft, markerbands and blades found no issues. All blades were present and fully bonded to the balloon. No other issues were identified during the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the pcb 2cm device confirmed that the event of balloon- material rupture was a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as adverse event related to patient anatomy and/or condition.